Event description:
It was reported that the system 2800 was displaying error messages regarding the "cycle power generator error". System unable to take x-rays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that the low voltage power supply and heaters were defective and were replaced. The system was tested and found to be working as intended and placed back into service.